Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was returned for analysis. Visual inspection revealed a kink in the sheath assembly from femoral marker to the proximal end. A damage was observed in the femoral marker. Impedance testing shows an electrical open at proximal wave form. During image characterization testing, no image appeared in the ilab system. Ic windup was found within the telescope section of the device. Windup were encountered in the double heat shrink area in the telescope area. No other issues or defects noted on the analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
Reportable based on device analysis completed on 15jul2016. It was reported that lost image occurred. A 90% stenosed target lesion was located in a mildly tortuous and mildly calcified left circumflex artery. An opticross imaging catheter was selected to diagnose the target lesion. During preparation, image appeared without issue, however, image disappeared during pullback. The device was exchanged with a non bsc device and the procedure was completed without issue. No patient complications reported and the patient's condition is good. However, device analysis revealed a damage on the femoral marker.